Manufacturer narrative:
The ge service rep installed a sbc kit along with image processor and display adapter pcb's to atain current revisions on system. He adjusted the system tracking to 70/75kvp. The system functions as intended.

Event description:
The customer reported that during initial bootup the system came up with an error code stating that the generator is shutdown. No patient involvement or injury was reported.